Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was very noisy. The unit was operating normally while attached to the pump heat exchanges before the case when the sudden loud noise started. The perfusionist noted that the sound stopped when she shut off the cardioplegia pump (cp). The perfusionist swapped the unit out with the backup unit before even handing the pump lines up to the field. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.